Event description:
It was reported that the customer experienced a blood glucose (bg) level of 55mg/dl. Reportedly, the cause was customer's correction factor was too strong. The customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B4.